Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a pericardial effusion and tamponade occurred. A pericardiocentesis was performed and 400 milliliters of blood was drained. It was unknown which lead was the cause. Both leads had normal pacing, sensing and impedance measurements. The leads remain in use. No further patient complications have been reported as a result of this event.